Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. In addition, the customer changed the infusion set but ultimately reverted to an alternate pump for insulin therapy. Recommendation was made to consult with a healthcare provider to discuss diabetes management.